Event description:
A user reported that their pump screen was dark and would not turn on, despite attempts to activate it by pressing the button with more force. While the red led around the wake button flashed and the pump beeped and vibrated, the display still failed to turn on even after following troubleshooting steps involving plugging into a power source with known working charging supplies. There was no reported impact on the customer's blood glucose level at the time of the incident. The pump was found to be within warranty, and the customer was informed that a replacement pump was necessary. Technical support provided instructions for returning the problematic pump and arranged to send a replacement, although the customer declined to share information regarding the type of backup therapy they would use.